Event description:
It was reported that the blade detached and required additional intervention. The target lesion area was located in the left pulmonary artery. A 8.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, the cutting balloon was being removed and resistance was noted. However, it was noted that only 3 blades were seen on the balloon. The sheath was exchanged and the blade was not seen. Subsequently, the physician confirmed that there was a blade missing by opening another peripheral cuttting balloon for comparison. The detached blade was located in the lung by fluoroscopy. Snare was performed to retrieved the blade and was successful. The patient is stable. No complications reported. It was further reported that the procedure was performed to treat pulmonary stenosis in the pulmonary valves.

Event description:
It was reported that the blade detached and required additional intervention. The target lesion area was located in the left pulmonary artery. A 8.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, the cutting balloon was being removed and resistance was noted. However, it was noted that only 3 blades were seen on the balloon. The sheath was exchanged and the blade was not seen. Subsequently, the physician confirmed that there was a blade missing by opening another peripheral cuttting balloon for comparison. The detached blade was located in the lung by fluoroscopy. Snare was performed to retrieve the blade and was successful. The patient is stable. No complications reported.